Event description:
As reported by the edwards field clinical specialist, during the transcatheter aortic valve replacement procedure, the 23mm sapien transcatheter heart valve embolized into the aorta. Per the report, balloon valvuloplasty (bav) was successfully performed. The valve was prepped in normal fashion and positioned 50:50 and then deployed without incidence. Following valve deployment transesophageal echocardiogram (tee) showed a mild paravalvular leak and mild central aortic insufficiency. The valve was positioned well and was opposed well within the native annulus. An aortic root shot was taken and the valve embolized aortic. The valve was then fixed to the ascending aorta utilizing a palmaz stent graft and a second valve was not implanted. The patient expired following the procedure from a retro-peritoneal bleed caused by a high dissection of the common iliac. Per additional information received from the edwards clinical specialist, the aortic valve and leaflet calcification was mild. There was no ventricular septal hypertrophy and the image intensifier angle and coaxial alignment was noted to be good. The sapien valve positioning pre and post deployment was 50:50. The balloon inflation was held during deployment for more than three seconds and there was no loss of pacing capture during deployment. The patient's ejection fraction was 55-65 percent.

Manufacturer narrative:
The device history record (DHR) review for the effected valves was performed and all manufacturers' specifications were met prior to release for distribution. Imaging for this case was requested however, to date, it has not been provided to edwards lifesciences for review. Per the sapien valve instructions for use (IFU) and the thv training guide, valve embolization, and aortic insufficiency are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Thv positioned too ventricular is also one of the known reasons for embolization of the device. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, without the case imaging the exact cause for the valve embolization cannot be determined though it was reported that the native valve and leaflets were only mildly calcified which could have caused or contributed to the event. Per the report, prior to embolization, the valve was deployed uneventfully and was well apposed in a 50:50 position within the patient's native annulus. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.